Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurements and intermitted loss of capture (loc) at maximum device output. A revision procedure was performed wherein the lead was successfully repositioned with satisfactory measurements. Approximately one month later the patient presented for follow up at which time high pacing thresholds were observed once more though therapy was noted to remain unaffected. A second revision procedure was performed at which time the chronic rv lead was surgically abandoned and replaced with a new lead. Upon review one day post-revision the new rv lead exhibited high pacing threshold measurements as well. Another procedure was performed to implant a new rv lead; however, a purulent discharge was noted in the pocket at the time of revision. The patient's system was explanted due to the suspected infection and a new system will be implanted at a future date. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.